Event description:
It was reported that during an adenoidectomy procedure using an evac 70 xtra icw with a coblator ii controller, the wand would not activate. An additional 2 evac 70 xtra wands were opened and provided the same result. After a 30 minute surgical delay, the surgeon opted to complete the procedure using a competitor's product. There were no pt complications reported as a result of this event.